Event description:
A customer contacted beckman coulter (bec) to report that a unicel dxc 600i synchron access clinical system was leaking from the cap piercer. The leak was contained within the instrument the customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and protective eyewear at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the cause to be a partial obstruction of the drain line. Fse cleared the obstruction from the tube and replaced the valves as a precaution. The issue was resolved. The cause of the issue is attributed to an obstruction in the drain tube. (B)(4).